Manufacturer narrative:
Additional information was received that the location of the tenderness was at the pocket site.

Manufacturer narrative:
Additional information was received that the event was related to a non-bsc surgical procedure. The event will be removed from the database since the event was related to a non-bsc device.

Manufacturer narrative:
Additional information was received that the event was related to a non-bsc surgical procedure. The event will be removed from the database since the event was related to a non-bsc device.

Event description:
A report was received that the patient was experiencing exquisite tenderness over wound sites. Medication was given and the event was recovering/resolving. It was believed that the event was procedure related, and not related to the device.

Event description:
A report was received that the patient was experiencing exquisite tenderness over wound sites. Medication was given and the event was recovering/resolving. It was believed that the event was procedure related, and not related to the device.

Event description:
A report was received that the patient was experiencing exquisite tenderness over wound sites. Medication was given and the event was recovering/resolving. It was believed that the event was procedure related, and not related to the device.

Manufacturer narrative:
Date of event: (B)(6) 2014.

Event description:
A report was received that the patient was experiencing exquisite tenderness over wound sites. Medication was given and the event was recovering/resolving. It was believed that the event was procedure related, and not related to the device.